Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was replaced and therapy restored.

Manufacturer narrative:
B3-date of event is estimated. Section a4: patient weight is unknown.

Event description:
It was reported the ipg was assumed to be eri at 2.73 and almost end of life. As such, surgical intervention is pending to address the issue.